Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing and low r-wave amplitudes resulting in multiple inappropriate shocks. Device data also revealed multiple inappropriate untreated episodes. Rhythmcare provided further troubleshooting steps and this device remains in service. No additional adverse patient effects were reported.